Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the tubing guide roller on the blood pump rotor of a 2008t hemodialysis (hd) machine was loose. The biomed stated that the tip was damaged from rubbing the rotor housing. The biomed reported that the roller guide cut the blood pump tubing during a patient¿s hd treatment, and the treatment had to be stopped. Additional information revealed that the event resulted in blood loss. The biomed stated the machine alarmed with an ¿air in lines¿ alert and blood was observed dripping externally onto the floor. The patient¿s blood was not returned. Estimated blood loss (ebl) was 200 to 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. To resolve the reported issue, the biomed replaced the blood pump rotor and the machine was returned to service. The defective blood pump rotor was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the provided information, the reported event has been confirmed and the cause was traced to a component failure of the blood pump rotor.